Event description:
The customer reported the sys displayed a ups error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ups. The sys operates as intended.